Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer jammed, which located on 1haiku. The customer attempted to recover storage space and rebooted the station as troubleshooting step, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication, and they were unable to issue the medication, which resulted in a delay in patient care. X there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 22-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that drawer failed. A field service engineer fse worked with user remotely cleared the error and removed the broken pocket. Further the user would replace the cubie pocket with the help of pharmacy technician. The system functioned as intended after the field service engineer resolved the issue.